Event description:
It was reported that three delivery devices were tried during the convective radiofrequency water vapor thermal therapy procedure but no steam came out during the pre-treatment vapor cycles. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown. This complaint refers to the second delivery device.

Event description:
It was reported that three delivery devices were tried during the convective radiofrequency water vapor thermal therapy procedure but no steam came out during the pre-treatment vapor cycles. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown. This complaint refers to the second delivery device.